Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301490 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A male patient, with a bmi between 20-40kg/m2, presented in the or for an evar procedure. Ultrasound guidance was utilized to gain access to the superficial femoral artery (sfa) proximal to the bifurcation. The arteriotomy was greater than 7.3mm with mild calcification, mild tortuosity, and a measured deployment depth of 5cm. The manta instructions for use warns not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. No issues were encountered in advancing or withdrawing the 18f gore excluder procedural sheaths. Following the evar, an 18f manta was deployed into the right sfa. While the manta device was being pulled back, the anchor caught on a side branch and was unable to be repositioned against the vessel wall. The physician attempted to wiggle the device but was unable to move it. A doppler indicated a deficit of flow in the vessel and the physician made the immediate decision to surgically intervene. During the cut-down procedure, the manta device was removed, the artery was sutured for clos ure, and flow was restored. The patient outcome post-procedure was fine. The suspected root cause of the occlusion requiring surgical intervention is likely user error. Due to the access site being positioned in the sfa proximal to the bifurcation, resulting in the anchor being malpositioned, catching on the bifurcation, and causing the occluded flow. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The severity of harm is ranked as a 4 based on the event of local surgical repair at the vessel access site arteriotomy was utilized to treat the occlusion. The IFU post-warning: do not use manta if there is marked tortuosity of the femoral or iliac artery. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: manta was deployed in the sfa off IFU recommendation - back foot of anchor caught bifurcation and occluded the sfa. Additional information: ultra sound was used to access. Rfa vessel size >7.3, lfa vessel size 7.3 a little tortuosity and calcification was reported in vessels. Measured depth for the manta was 4.5cm. 5000units of heparin was given during the procedure. Due to access being in the sfa and right near a bifurcation, when pulling back the device, the anchor caught a vessel, could not be repositioned and occluded that vessel (anchor did not oppose the anterior wall of vessel due to being caught and stuck to another vessel -tried to wiggle but didn't move.) Doppler showed lack of flow in vessel. The physician cutdown to restore flow. Patient is in good condition. Procedure completed.

Event description:
It was reported that: manta was deployed in the sfa off IFU recommendation - back foot of anchor caught bifurcation and occluded the sfa. Additional information: ultra sound was used to access. Rfa vessel size >7.3, lfa vessel size 7.3. A little tortuosity and calcification was reported in vessels. Measured depth for the manta was 4.5cm. 5000units of heparin was given during the procedure. Due to access being in the sfa and right near a bifurcation, when pulling back the device, the anchor caught a vessel, could not be repositioned and occluded that vessel (anchor did not oppose the anterior wall of vessel due to being caught and stuck to another vessel -tried to wiggle but didn't move.) Doppler showed lack of flow in vessel. The physician cutdown to restore flow. Patient is in good condition. Procedure completed.

Manufacturer narrative:
(B)(4).